Event description:
It was reported that a patient was diagnosed with 30% hearing loss after an mr scan. Ear plugs with a decibel level of 30 were reported to have been used during this scan. No further information is available at this time.

Manufacturer narrative:
Ge healthcare has initiated an investigation of the event. Additional details of the event is correctly being requested from the customer.